Manufacturer narrative:
Unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to perform the excessive no delivery test due to prime anomaly. Pump passed self test, a21 error test, displacement, rewind, basic occlusion and occlusion tests. No motor error alarm during testing noted. Motor passed motor test. Pump had minor scratched display window.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.